Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen had two lines going through it even after battery changed. Customer's blood glucose was unknown. Troubleshooting was performed and display screen did not return to normal. Customer was advised that insulin pump would need to be replaced.